Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer adjusted the pump's basal rate to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.